Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure ,after the cautery has been activated, the snare failed to cut the polyp. There were no indication that the cautery was working. The procedure was completed with another captivator medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with ¿no consequences."

Manufacturer narrative:
Reported event of failure to deliver current. Reported event of failure to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure ,after the cautery has been activated, the snare failed to cut the polyp. There were no indication that the cautery was working. The procedure was completed with another captivator medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with ¿no consequences."

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the loop bent. The device extends and retracts with no issues. Electrical resistance testing was performed and the device was within manufacturing specifications. The complaint that the snare could not cut and would not transmit current was not confirmed. The device did not show any evidence of the alleged issue, nor did it show any defect which could have contributed to the event. The bent loop was likely caused by anatomical/procedural factors; therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.